Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres. The procedure was completed with another of the same device. There was no patient injury.